Manufacturer narrative:
A follow up calls were made and the customer's wife stated that the customer passed away on (B)(6), 2014. The customer was wearing the insulin pump at time of death. The customer's blood glucose was unknown at time of death. The wife stated that her husband was using the contour nextlink. It was stated that the customer worked in oil and gas in 100 degree weather and eating once a day. The cause of death was dilated cardio myopathy. The wife stated that she was not sure at this time if she wants to return the device because the doctor may want to check it. The customer's wife believes that the low blood glucose played a part in his death. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's financial service reported that the customer was deceased. No further information was provided.